Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during the passage of the power 3fr small veins PICC catheter, after performing a dermatotomy, when the vessel is dilated, the introducer is defective, requiring the opening of a new 3fr PICC catheter kit to use a new introducer. No other information was provided,